Manufacturer narrative:
Results: fowler brake.

Event description:
It was reported by service report that the head of the bed wold not stay up and would drift down. The customer could not determine whether there was patient involvement or adverse consequences occurred.